Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the legal manufacturer's investigation, the reported issue (no image) occurred due to the non-olympus monitor and third-party surgical cautery device being connected to the same electrical outlet at the user facility, due to the fact that the issue was resolved once the devices were plugged into separate outlets. There were no issues found with the subject device.

Manufacturer narrative:
The device refered in this report was evaluated on-site by an olympus field safety engineer (fse). Preliminary findings are reported. The investigation is ongoing. Onsite evaluation of the reported issue reveals: fse did not reproduce the reported problem when testing the olympus equipment and verified that the olympus equipment performed as intended. It was determined that the customer's monitor is a 3rd party non-olympus monitor. Fse recommended to the customer that an olympus monitor be obtained. The fse determined that the reported problem was associated with non-olympus equipment; a 3rd party surgical cautery device (eus-30) and a non-olympus monitor (non medical grade television sets by samsung). The fse indicated that the customer's biomedical engineering personnel performed troubleshooting and they determined that the non-olympus monitor and the surgical cautery device were connected to the same electrical circuit and they believe that it "shorted," causing the observed problem. Once the 3rd party surgical cautery device and non-olympus monitor were connected to separate outlets, the user facility reported that the issue no longer occurred. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an evis exera iii video system center, the image went blank on a monitor when using a non-olympus surgical generator. When this happened, there was an issue where the polyp started excessively bleeding and the physician had to clip it to stop the bleeding. This controlled the bleeding. There were no further consequences to the patient or intervention required as a result of this occurrence.